Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps exhibited burn marks on the plastic. There was no report of patient involvement.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.